Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional information becomes available, it will be submitted on supplemental report.

Event description:
It was reported that, "the patient had a hip implant 1 month ago the cup migrated medially resulting in a protrusion. Surgeon removed cup and stem. Bone graft medially, and then implanted a tritanium revision cup with supplemental screw fixation."